Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified an opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified non-penetrating nicks and sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within the specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device has been explanted.